Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and a medical device entrapment issue occurred. In the initial report, the manufacture address was erroneously reported as (B)(4). . The correct address is (B)(4). Manufacturer name, city and state of this report has been updated. On (B)(6)2019, a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the medical record evaluation (mre), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and a medical device entrapment issue occurred. Upon manipulating the lasso catheter in the left atrium, the loop became stuck in the mitral annulus. The initial physician was unable to remove it manually. A second physician was called for assistance and successfully freed the lasso loop from the mitral valve. However upon freeing the catheter, a small piece of valve tissue was removed. The valve did not appear to have any damage on intracardiac echo. Although prior to procedure,there was mild mitral regurgitation at baseline, the doppler did not reveal any further valve insufficiency. No adverse patient consequences were reported. The medical device entrapment issue has been assessed as MDR reportable as excessive manipulation was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.